Manufacturer narrative:
The fse replaced a cartridge chemistry sample probe as well as valves and tubing to a wash collar. Leaking was still observed. The fse then replaced the t-valve and a/b valve; no further leaking was observed. There were no further leaks or total bilirubin qc issues reported. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported to a beckman coulter (bec) field service engineer (fse) that a unicel dxc 600 synchron system was exhibiting total bilirubin precision issues during quality control (qc.) The fse was on site to perform a routine scheduled preventive maintenance procedure. The fse determined the qc issue was due to a deionized water leak from a probe wash collar. The leak was contained to the instrument. The fse was wearing personal protective equipment when the leak was found. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous patient results generated due to the leak.